Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 500 mg/dl. Customer had received lost sensor signal alarm. Auto mode feature information was unknown. Customers blood glucose value at the time of call was 142 mg/dl. Customer declined to troubleshoot for high blood glucose event. The insulin pump will not be returned for analysis.